Manufacturer narrative:
Nah6: added codes not filed on initial report.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement in the calcified left common femoral artery was achieved at the 10 o'clock position with a prostyle device using the pre-close technique via a 7f sheath prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, a second prostyle device was attempted; a cuff miss was noticed at the 2 o'clock position. Six other prostyle devices were used with the same result. A new prostyle suture was preplaced at the 12 o'clock position. The sheath was upsized to 14f and the tavr procedure was completed. Hemostasis was achieved with the two pre-placed prostyle sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.